Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. There was no exposed wire, as in the unshielded conductor, what had happened was the cable was pulled out of the strain relief heatshrink so the inner jacked wires were visible. At no time were there any exposed conductors.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that umbilical was reinstalled and r e-attached to the mount, and the bulkhead was re-installed and the bulkhead collars were tightened. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was about 8 inches of exposed wire on the umbilical cord where it plugged into the image acquisition system (ias). The system was still functioning. No patient present when discovered.